Manufacturer narrative:
The reported events of failure to capture and high pacing impedance on the atrial lead were not confirmed. As received, a complete lead was returned in one piece. Visual, electrical and x-ray analysis was normal and no anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During implant procedure, the atrial lead exhibited high pacing impedance and failed to capture. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.